Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and underwent a procedure whereby a biopsy punch was used to revise the skin at the abutment site (specific date not reported).